Event description:
Mynx plug failed to deploy correctly. It was deployed in the usual manner; when the tamping tube was withdrawn, the mynx device actually was attached to the end of the tube and did not remain in the puncture site. Closure device used post-percutaneous coronary.